Event description:
PICC line placement (B)(6) 2013 resulted in the line breaking requiring surgical intervention for removal (B)(6) 2013. The pt is a (B)(6) who has a diagnosis of leukemia. The pt recently removed and a PICC was placed at the left antecubital fossa. The catheter became dislodged with the hub coming off of the catheter itself and the catheter embolizes several inches, and is in need of removal. In addition, the pt needs a long-term IV access for her ongoing chemotherapy. The risks, benefits, and alternatives to surgical intervention were discussed with the pt's parents and they desired to proceed.